Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the relion prime meter was giving variable readings. At 2:14pm got a reading of 23 and did not feel it was accurate because he was not having symptoms at the time. He retested at 2:16pm and got a reading of 243 which he felt was more accurate. Technique and storage ok. Controls not used. Replacing product.